Manufacturer narrative:
(B)(4). D10: medical product: left size e cemented option femoral component: catalog#00588001501, lot#63213757; distal femoral augment block size e 5 mm augment with screw: catalog#, lot#63198811; posterior femoral augment block precoat size e 5 mm augment with screw: catalog#00599003501, lot#62664160; 12mm diameter 100mm length straight stem extension combined length 145mm: catalog#00598801012, lot#62962865; size 6 precoat cemented tibial component: catalog#00588000600, lot#63168073; 12mm height size e articular surface with hinge post extension: catalog#00588005012, lot#63133828. G2: foreign - event occurred in germany. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, the patient underwent revision surgery due to a fracture of the femoral stem. All components were revised without reported complication. Due diligence is in progress for this event; to date all available information has been provided.